Event description:
Albuterol was added to disposable nebulizer. When oxygen was hooked up and turned on the therapist noticed an unusual odor (bleach). Albuterol had changed color from clear to pale yellow. Follow up reveals: the device is not thought to be the problem but albuteral is believed to be the issue. This problem has occurred 2 other times at the same facility with different devices. No reports are available for the other incidents.